Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product to perform failure analysis. The clip applier instrument was analyzed and found to have one severely bent grip, causing misalignment of the grips. A clip cannot be properly loaded on the grips. The grips do not show cracking damage. Components adjacent to this severely bent grip do not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the medium-large clip applier instrument was found to have misaligned tips, so the clip firing was not successfully. The customer tried several times to clip but the clip firing remained unsuccessful. The customer completed the procedure using the same instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. The surgeon was attempting to clamp when the incident occurred. The issue was related to unsuccessful clip application. Hem-o-lock clips were used with the clip applier instrument. The surgeon was using medium-large (green) size clips for the vessel. The customer used the instrument 3-4 times prior to the issue. The customer resolved the issue by using a backup instrument.